Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) stopped working and it turned off/no stimulation. There was no overdischarge anticipated at the time the ins stopped as the patient had been recharging during that time. There was sever pain, burning shocking at the ins site and it felt like the ins was being pushed out. The ins stopped working in 2014, and the pain at the ins site event was (B)(6) 2015. Other relevant medical history includes multiple back operations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).